Manufacturer narrative:
Based on the available information (in the absence of the product return) boston scientific has determined that the loss of stimulation and communication difficulties are a known inherent risk with use of the implantable pulse generator (ipg), as documented in the instructions for use (IFU). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned as it was discarded by the facility; as such, physical analysis was not conducted in our laboratory. A product labeling review identified that the devices were used per the IFU product label. Additionally, failure of malfunction of any device, loss of stimulation resulting in pain or discomfort are noted within the IFU as a potential risk associated with the use of the device. The implantable pulse generator ipg was discarded and not returned, as such, physical analysis was not conducted in our laboratory. However, the labeling review was conducted. This review determined that loss of stimulation and communication difficulties is a known inherent risk of implanting a pulse generator as part of a system to deliver deep brain stimulation (dbs). Block d2b additional pro codes, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced communication difficulties with the implantable pulse generator (ipg) and could not turn therapy back on after a medical procedure as a result, the patient was in pain and discomfort therefore was admitted. It was noted that dbs was functioning properly and therapy was manually turned off in order to complete a cardioversion procedure. Attempts to recharge the ipg and reestablish communication using a functional clinician programmer (cp) and remote-control (rc) were unsuccessful. The patient underwent a procedure wherein the ipg was replaced with a different model before completing the procedure. Analysis of the ipg was not performed as it was discarded by the facility. The patient was successfully programmed resulting in return of their therapy. Patient did well post-operatively. It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort following a non-dbs medical procedure. The patient could not turn therapy back on and experienced communication difficulties with the implantable pulse generator (ipg) resulting with prolonged hospitalization. It was noted that dbs was functioning properly and therapy was manually turned off prior to cardioversion procedure. Attempts to recharge the ipg and reestablish communication using a functional clinician programmer (cp) and remote-control (rc) were unsuccessful. The patient underwent a procedure wherein the ipg was replaced with a different model before completing the procedure. Analysis of the ipg was not performed as it was discarded by the facility. The patient was successfully programmed resulting in return of their therapy. Patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced communication difficulties with the implantable pulse generator (ipg) and could not turn therapy back on after a medical procedure as a result, the patient was in pain and discomfort therefore was admitted. It was noted that dbs was functioning properly and therapy was manually turned off in order to complete a cardioversion procedure. Attempts to recharge the ipg and reestablish communication using a functional clinician programmer (cp) and remote-control (rc) were unsuccessful. The patient underwent a procedure wherein the ipg was replaced with a different model before completing the procedure. Analysis of the ipg was not performed as it was discarded by the facility. The patient was successfully programmed resulting in return of their therapy. Patient did well post-operatively. It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort following a non-dbs medical procedure. The patient could not turn therapy back on and experienced communication difficulties with the implantable pulse generator (ipg) resulting with prolonged hospitalization. It was noted that dbs was functioning properly and therapy was manually turned off prior to cardioversion procedure. Attempts to recharge the ipg and reestablish communication using a functional clinician programmer (cp) and remote-control (rc) were unsuccessful. The patient underwent a procedure wherein the ipg was replaced with a different model before completing the procedure. Analysis of the ipg was not performed as it was discarded by the facility. The patient was successfully programmed resulting in return of their therapy. Patient did well post-operatively.

Manufacturer narrative:
Block d2b additional pro codes, nhl, pjs.